Manufacturer narrative:
Evaluation of the device showed the slot diameter meets print specification. The device has been repaired in a manner inconsistent with current smith & nephew practices as the back of the first coil has been sharpened to a sharp edge. The incorrect repair of this device caused the reported event. (B) (4).

Event description:
Difficult to get the hamstring ligament in the stripper, too tight lumen. This stripper has cut the hamstring in the middle at least 5 times and caused problem during the surgery.